Event description:
The customer reported that oozing under 200cc occurred although an end tone, indicating a completed seal cycle, was heard. A new device was opened and the procedure was completed without issue. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.